Event description:
It was reported the system displayed an kv on in error and amp; low ma error message. Both were attributed to the same root cause. A kv on in error message will result in a system shut down situation. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.